Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level increased from 206 to 266 mg/dl after delivering a bolus of insulin. The customer thought that the pump settings may not be accurate. Tandem technical support had the customer check the pump and it was found to be functioning as intended. The customer indicated that the settings would be discussed with the healthcare provider.